Event description:
Healthcare worker experienced a burn to the finger from a completed cycle. The worker saw a doctor and the symptoms resolved within one day. The vaporizer plate was not in place and the worker was not using personal protective equipment.